Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and crack on the battery side. Battery life was diminished. The insulin pump had cosmetic damage. Belt clip was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, self test and active current measurement. However, device received unexpected battery power loss, failed sleep current measurement and long trace displays charge or battery lasts less than expected due to corroded battery tube. Device received with cracked case, cracked case-corner of belt clip rails and cracked battery tube threads.